Event description:
A patient coded in the physician's office and when staff obtained the ambu-bag, it was found to be broken with plastic (valve?) Fitting found to be detached and loose within the bag apparatus.